Event description:
During insertion of the first third of the nail into a pt, the surgeon notices that the nail is bent. No further attempt to insert the nail is made, it is subsequently removed and another nail is inserted. This lengthened the surgery time 40mins.